Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore was not available for investigation. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. Environmental review: no environmental action was found for the clean room at the time period when this production order was processed. The iol acrylic process room is controlled to avoid possible transfer of contamination to classified area following the current gowning procedure and dress code policy. No deviation was reported when this lot was completed. Sterilization records: the sterilization record for this lot was reviewed and no deviations that could affect the sterility assurance were identified. The product was processed according to requirements and met the specifications. Based on the material records review there is no assignable cause for the event reported. Labeling review: the directions for use (dfu) was reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted in the patient's left eye on (B)(6) 2015. The patient then developed endophthalmitis. The patient was 20/50 day one and came back four (4) days later and was lp (light perception). The patient awoke on sunday, (B)(6), 2015, with blurry vision and came in monday with nausea. The patient was sent to a vitreous retinal surgeon who did a vitrectomy, a vitreous tap, and injected antibiotics. The patient was getting better and was 20/60 the last time the doctor saw her. No further information was provided.